Manufacturer narrative:
The cartridge was discarded by the customer and not available for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 07 feb 2025 from the biomedical engineer at a critical care facility stating a cartridge blood leak occurred during continuous renal replacement therapy (crrt) on (B)(6) 2025. Although requested, additional information was not provided, there is no indication of any untoward impact related to the issue and no report of medical intervention being required.